Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) and the right ventricular (rv) lead were explanted and replaced with leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.